Event description:
A report was received that the lead and ipg were coming out of the skin. There is a pocket of fluid over the ipg site which the patient believes is infected. The patient wanted to have a revision or an explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/457794 description: linear st lead, 50cm.

Event description:
A report was received that the lead and ipg were coming out of the skin. There is a pocket of fluid over the ipg site which the patient believes is infected. The patient wanted to have a revision or an explant.

Manufacturer narrative:
Additional information was received that no lead or ipg that were protruding and no opening in the skin at the incision sites. Symptoms of infection were heat and purulent discharge noted at the ipg site. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the implant site was infected. It was believed that the infection was caused by another infection in a hip surgery, and the infection spread. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the lead and ipg were coming out of the skin. There is a pocket of fluid over the ipg site which the patient believes is infected. The patient wanted to have a revision or an explant.